Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior, sharp opening on plug strap bond edge, wear abrasion and brown particles inner the shell. A dimension measurement in the shell was performed which identify the thickness within specification the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. A sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted.